Manufacturer narrative:
Device evaluated by manufacturer : visual and tactile analysis noted no irregularities on the shaft of the device. The device was returned with a non-compatible guidewire inside of the device. Even though the guidewire was easily removed from the catheter shaft, the use of a non-bsc compatible guidewire is not recommended. The complaint of a guidewire stuck in the device was not confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MFR ID # 2134265-2016-03421. It was reported that the catheters was stuck on the wire. During advancement of the 1.85mm jetstream sc atherectomy catheter over a non-bsc wire the device became stuck on the wire. The wire and catheter were removed together. A 2.4mm jetstream xc atherectomy catheter was then inserted over a different non-bsc wire and again became stuck on the wire. The procedure was completed using a third jetstream catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR ID # 2134265-2016-03421. It was reported that the catheters was stuck on the wire. During advancement of the 1.85mm jetstream sc atherectomy catheter over a non-bsc wire the device became stuck on the wire. The wire and catheter were removed together. A 2.4mm jetstream xc atherectomy catheter was then inserted over a different non-bsc wire and again became stuck on the wire. The procedure was completed using a third jetstream catheter. No patient complications were reported.